Event description:
It was reported by the physician that the patient had come in 3 times with the device off due to error code 6 - flash access violation, and he didn't know why. Patient could still feel the magnet but autostimulation was off. Further information was received outlining the following events: physician said he had turned the patient's device on originally on (B)(6), and patient left the office with the generator programmed to deliver normal, magnet, and autostimulation. When the patient came back to follow up on (B)(6), the device was off with sensing. Patient's wife denied patient having any imaging done (ie: MRI) in that time frame. She said the patient stopped feeling the magnet swipe the day before coming into clinic (around (B)(6)). The physician said he ran systems diagnostics, magnet diagnostics, and generator diagnostics and all "checked out within normal limits." He then set the device on to previous settings. On (B)(6), the patient's wife reported that the patient doesn't feel the magnet swipe anymore (he could feel it the days before) and doesn't think the device is working again. Wife reported that there was a magnetic frame in their above-ground pool and that the patient had been swimming over the weekend. The device was found to be reset/disabled again on (B)(6) 2019 and turned back on. The patient came in on (B)(6) 2019, and the device had not reset. The patient has stayed out of their above-ground pool, which they believed may have caused the device to shut off. The data was reviewed and error code 6 was identified. Beyond the error code 6 reboot, no obvious anomalies in the data were observed. Livanova engineers participated in a field visit on (B)(6) 2019, to obtain data. Reset time stamps were provided to the patient and his wife. They could not remember what happened prior to the (B)(6) reboot, but would have been asleep or sitting in bed at the time of all of the reboots. Internal data reviewed showed that the patient had logged 117 magnet swipes between (B)(6), with only 19 completed magnet stimulations. The patient indicated that he was feeling seizures coming on in that time period and was swiping the magnet as much as possible, which aligned with the data. At this visit, it was observed that the device again was disabled. As a result, the physician elected to leave tachycardia detection disabled. He increased normal and magnet stimulation output currents. Review of the extended data indicated that a reboot occurred on (B)(6), a few minutes after 10 am, resulting in the tachycardia detection disablement. The (B)(6), clinic visit ended around 10 am, so the device likely rebooted during the visit. The physician denied intentionally disabling the generator. The generator's manufacturing device history records were reviewed. The generator passed final functional and quality specifications prior to release. Further investigation is underway but at the time of this report potential causes of this event include a defective microcontroller wafer lot, an unpublished errata from the component manufacturer, hardware bugs sensitive to alignment of code blocks, or a gap in the work around for a known errata. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data - the initial MDR inadvertently didn't indicate that the patient had a recurrence of grand mal seizures after a reset.

Event description:
It was reported that on (B)(6) 2019, the patient's device had reset again. It was noted that the patient had recurrence of grand mal seizures after reboots. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware no further relevant information has been received to date.

Event description:
The patient's generator firmware was updated on (B)(6) 2020 to prevent similar resets as previously reported for this generator. After the update, data review confirmed device was functioning as intended. Data found that the generator had reset 3 times on (B)(4) 2020 no further relevant information has been received to date.